Event description:
Procedure: lap sigmoid. According to the reporter: hole in the tissue recognized about 2 cm above the staple line, not part of the staple line. The 2 complete donuts, everything appeared normal with the stapling and the cutting. Notch noticed in the outer edge of the anvil.

Manufacturer narrative:
(B)(4).